Event description:
(B)(6) 2020 rtg0008894 (con): information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient stated he was trying to adjust stimulation and he was seeing "settings not available; cannot provide your desired settings" since last week. Patient reported a would not go above 5.0 and patient could decrease stimulation but then could not increase stim back up. Patient stated he was able to increase stimulation on group b above 5.0. Patient stated he was not able to increase stimulation on group c above 6.0 and he was seeing "settings not available" screen. No symptoms reported. No further complications were reported/anticipated. (B)(6) 2020 mpxr 699267 (con,rep): additional information was received from a manufacturer representative (rep) regarding the patient. It was reported that the rep met the patient on (B)(6) 2020 because his group a would not allow him to increase intensity settings. When the rep interrogated the implantable neurostimulator (ins) and did an impedance check, it showed that contacts 3,5,6,7 were all greater than 40,000 ohms ¿do not use¿. The patient denied any falls or accidents that could have damaged the lead. In the end, the rep was able to reprogram the patient by not using those contacts and was able to get him relief. It was noted that the issues were not completely resolved at the time of the report and surgical intervention was not planned. There were no further complications reported or anticipated. On (B)(6) 2020, additional information was received from the manufacturer representative (rep). The patient reported they were unable to increase intensity on any of their groups. An impedance check showed currently contacts 0-7, 8, and 13 were all do not use. The rep was able to program and get patient relief using the other contacts.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient stated he was trying to adjust stimulation and he was seeing "settings not available; cannot provide your desired settings" since last week. Patient reported a would not go above 5.0 and patient could decrease stimulation but then could not increase stim back up. Patient stated he was able to increase stimulation on group b above 5.0. Patient stated he was not able to increase stimulation on group c above 6.0 and he was seeing "settings not available" screen. No symptoms reported. Additional information was received from a manufacturer representative (rep) regarding the patient. It was reported that the rep met the patient on (B)(6) 2020 because his group a would not allow him to increase intensity settings. When the rep interrogated the implantable neurostimulator (ins) and did an impedance check, it showed that contacts 3,5,6,7 were all greater than 40,000 ohms -¿do not use.¿ the patient denied any falls or accidents that could have damaged the lead. In the end, the rep was able to reprogram the patient by not using those contacts and was able to get him relief. It was noted that the issues were not completely resolved at the time of the report and surgical intervention was not planned. There were no further complications reported or anticipated.

Event description:
Additional information was received from the manufacturer representative (rep). Pt met today for a reprogramming. He reported that he completely lost stim about a month ago and that none of his groups were working. Rep interrogated pt¿s ipg and did an impedance check. All contacts were >40,000 and the connectivity check reflected the same. Rep discussed revision/replacement with pt and he said that he would have to think about it and will call if he decides to make an appt with hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.